Manufacturer narrative:
H3: 8637-40 pump: destructive analysis identified wear on the motor o-ring for gear number three. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving sufentanil 540mcg/ml at 230.11mcg/day and bupivacaine 18mg/ml at 7.670mg/day via an implantable pump. It was reported the pump motor stalled without recovery for 2 months. The patient had an MRI scan on (B)(6) 2024 and the pump appeared to not have recovered from its motor stall until 10-jul-2024. The patient also reported they never heard the pump alarm until she was with the home infusion nurse on (B)(6) 2024. The pump appeared to have recovered from its motor stall after the home infusion nurse interrogated the patient¿s pump. The actions and interventions taken to resolve the issue was the pump was replaced on 29-jul-2024. The physician also moved the pump more midline, as it was very lateral and sitting over the patient¿s midline. He required the pump segment out of the catheter kit to add additional length to the catheter. The environmental, external or patient factors that may have led or contributed to the issue was the patient had an MRI and the pump did not recover for 2 months. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.